Event description:
The field svc rep (fsr) reported that during preventative maintenance (pm) of the device, the water pump does not run in "cool #2" mode. Since the event occurred during preventative maintenance, there was no pt involvement.

Manufacturer narrative:
This MDR is related to MDR #1828100-2013-00098. The field svc rep (fsr) found that the speed control resistor r2 contact wiper was worn and will not adjust to 35.